Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken opening side assessed as fold flaw opening and missing side assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ neurological symptoms: unable to observe since it is a medical event and is not related to the device. ¿ pain -ndr : unable to observe since it is a medical event and is not related to the device. ¿ arthritis : unable to observe since it is a medical event and is not related to the device. Additional observation: ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "arthritus-like symptoms" and "neurological symptoms in legs." Patient explained they have "right foot cramps really bad, calf muscles feel funny, there's muscle twitching under the skin, and there's joint pain." Healthcare professional additionally reported patient concern with the product. Healthcare professional later reported a rupture was observed during surgery. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr line item on 19sept2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "arthritus-like symptoms" and "neurological symptoms in legs." Patient explained they have "right foot cramps really bad, calf muscles feel funny, there's muscle twitching under the skin, and there's joint pain." Healthcare professional reported patient concern with the product. Healthcare professional reported a rupture was observed during surgery. Device has been explanted. This record is for the left side.